Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the lead (serial # (B)(4)) found that there was epoxy, a foreign material, on the outer insulation. Epoxy was observed on the outer insulation of the lead near the #7 electrode. The lead was still able to be inserted into a needle and pass through the cannula.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was "hard" to advance and withdraw the lead through the tuohy needle. It was noted that this was "probably" because of the steep angle. While withdrawing, the lead got a "bit stuck" and during inspection of the lead, a "bulge or imperfection" was noted a few centimeters down from electrode seven. Another lead was implanted instead. There were no patient symptoms or injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.